Manufacturer narrative:
(B)(6). Investigation summary: photo evaluation. 3 photos were received for investigation and observed needle product with lighter hub colour among one blister strip. Sample evaluation. 1000 actual samples were returned for investigation and observed needle product with lighter hub colour among one blister strip. Needle product with lighter hub colour was matched with the control sample and passed the inspection criteria. A review of past 12 months quality notification were performed and no quality notification was raised on the reported defect. Investigation conclusion: the complaint is confirmed and product is within specification. Root cause description: needle product with lighter hub colour was matched with the control sample and passed the inspection criteria. Therefore, root cause could not be established. Rationale: needle product with lighter hub colour was matched with the control sample and passed the inspection criteria. The complaint will continue to be tracked and monitored.

Event description:
It was reported that 2000 bd precisionglide¿ needles' had faded hub coloration found during an inspection. The following information was provided by the initial reporter: "during incoming inspection, our qc found that the hub color for ne 0128 (lot: 9056654) is slightly faded from our visual standard."